Event description:
Patient receiving chemotherapy in preparation for a stem cell transplant. Nurse initiated an infusion of fludarabine via alaris pump using a low-sorb smartsite infusion set. Nurse returned to room at completion of infusion. At that time, patient reported to the nurse that the floor was wet below the pump. The nurse checked the pump and tubing finding a small hole in the pump tubing. Chemotherapy was required to be replaced to the patient.====================== manufacturer response for smartsite infusion set low sorb tubing, carefusion.======================performing analysis; awaiting formal written response